Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the jaws did not close correctly the clips of the er320 devices. There was no consequence to the pt.